Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is most likely that the wire was manipulated after being inserted through an access needle contrary to the IFU warning. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that while attempting anterior tibial [at] artery access for a peripheral vascular procedure, the access wire started to unravel. The physician had acquired retrograde arterial access but was not happy with the wire location. The physician removed the access needle and wire together. The access wire was trapped within the patient. The wire had started to uncoil but was successfully removed. The account alleges that the access wire tip had been retrieved from the patient. A new device was used to complete the patient procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.